Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that low po2 (partial pressure of oxygen) was observed. There was an emergent cardiopulmonary bypass for a mitral valve in middle of the night. The device was not damaged. They noticed a gas transfer failure at 2 hours on bypass. They called for back up. Pao2 was 56mmhg. The blood was dark. Full failure was observed at 2.5 hours on bypass when the changeout occurred. They needed to wait for backup to arrive for the changeout. Clotting/thrombus/fibrin was not observed in the circuit. They required ECMO (extracorporeal membrane oxygenation) to come off bypass and to end the procedure. The clinician stated that the patient was extremely sick regardless of the oxygenator fail. The perfusionist believed that there was 20-30 minutes of hypoxic flow. The device was replaced to complete the procedure and the issue was resolved. The patient passed away the following day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the patient had not previously been on heparin or other anti- coagulant therapy. The single cause of death has not been given but multiple factors leading to death are as follows, hypoxia, sepsis, multisystem organ failure and disseminated intravascular coagulation (dic). Per the physician the device caused or contributed to the death. The oxygenator change out was requested by the surgeon as the patient was too unstable to wean from bypass even though an attempt was made. Per facility protocol, the backup perfusionist is to be called in for oxygenator change out. The customer did not have the chance to prepare for the oxygenator change out while waiting for the back up as the patient was unstable on bypass due to bleeding in the surgical field. Once bleeding was under control decision was made to come off bypass directly to primed ECMO circuit which was brought into the operating room (or). It was observed that the flow was hypoxic on the arterial blood gas that po2 was decreasing. Initial concern was minimal as this is normal at the start of rewarming. However, even with increasing fraction of inspired oxygen (fio2) the partial pressure of oxygen (po2) was still decreasing. First arterial blood gas after cross clamp removal showed po2 of 57 with o2 saturation of 84%. The delay was due to instability on bypass due to bleeding in the surgical field and waiting for back up perfusionist to arrive (30 min response time). D4.3: this information was added. H6. Patient codes (ime/annex e): this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info h4: manufacturing date updated additional info. D4: expiry dates updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.